Event description:
It was reported that the customer had been experiencing high blood glucose levels for several days. The customer's blood glucose had been above 600 mg/dl. The customer had gone to their doctor. The caller also stated that the insulin pump had unresponsive and sticking buttons. The discontinuation of the device was advised. The caller declined troubleshooting for the high blood glucose since the insulin pump was being replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad trace. No sticky buttons noted during testing. Insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.